Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device could not be interrogated. There was a message on the model 3200 programmer that the programmer needed to be reset. The programmer needed new software. A magnet was applied and the device detected it and beeped properly. A model 3300 programmer was tried but could not find the device on the first try. On the second try, the interrogation was successful. There were no adverse patient effects. The device remains implanted.